Event description:
A caller reported a malfunction on the pump, indicated by ¿malf 0.¿ there was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions on resetting the pump and assisted the caller with the process, with no recurrence of the malfunction afterward. The customer was advised to continue using the pump and call back if any issues reoccurred, and they acknowledged this guidance.